Manufacturer narrative:
(B)(4). A manufacturer representative went to the site to test the system. It was found that the internal rotor was out of alignment. The rotor was aligned and the system passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door would not open. It opened a small amount and then would not close. No patient was present.